Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A breath delivery (bd) backplane printed circuit board (pcb) was returned to covidien/medtronic¿s failure analysis. A visual inspection found minor damage to the bd pcb and a connector plastic guide tab was broken. No errors were found in the diagnostic logs. An investigation was performed and the failure analysis technician reported that the reported condition could not be duplicated.

Manufacturer narrative:
Product analysis: batteries were returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed, no notable conditions were found. The returned components were installed into a test breath delivery unit (bdu) extended battery receptacle for analysis; the diagnostic logs were reviewed and error messages were found, functionality testing was performed for the returned batteries. An investigation was performed and the product analysis technician reported that the root cause was isolated to the batteries. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, 980 ventilator generated a safety valve open error message during power on self-test (post) and failed flow sensor calibration. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. In addition the se found the batteries not charging. The se replaced the main back plane printed circuit board (pcb) and the batteries. The se performed calibrations and extended self-testing on the device and all tests passed.